Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter does not turn on. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist asked csr to review the call. The patient reported that the meter issue began on the morning of (B)(6) 2019. He reported that he manages his diabetes using insulin (self-adjuster). The patient confirmed that he made no changes to his normal diabetes management regimen. The patient alleged that on (B)(6) 2019 he developed symptoms of ¿nausea and dizziness¿. On (B)(6) 2019 he attended his doctor and his medication was changed to include ¿solozar and novolog¿. A blood glucose result of ¿400 mg/dl¿ was obtained on the doctor¿s meter. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and the correct test strips were being used. The csr noted that, when a new test strip was inserted the meter did not turn on. When the power button was pressed for at least 10 seconds, the meter did not power on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.